Manufacturer narrative:
The pump was returned for further investigation. During the evaluation the reported failure could be confirmed. It was found that the pump was dirty and the bearing was damaged. That was identified as root cause for the reported issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to the mounting screws on the patient pump, which were too tight. The screws were loosened to resolve the error. However, the pump became noisy following the repair. A replacement patient motor has been ordered for replacement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during in-service. There was no patient involvement.